Manufacturer narrative:
This report is being submitted as follow up # 1 to provide additional information that was reported by the user facility. Product code: sr*fvp2225. The condition of the patient, details of treatment required due to needle stick injury & gauge size of catheter.

Event description:
The user facility reported the additional information: the patient was healthy; the punctured left thumb was washed; no other care was needed; labs drawn as protocol; it was reported that the size of the catheter was 22 gauge IV catheter.

Manufacturer narrative:
UDI - not required until 09/2016. The actual device was not returned to the manufacturing facility and the product code and lot number are unknown. A review of the manufacturing inspection records for the past thirty months of surflash plus safety i.v. Catheter was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not returned to manufacturer.

Event description:
A clinical marketing manager reported that a nurse incurred a needle stick when using the surflash plus device. Follow up communication with the user facility confirmed the following information: surflash+ IV catheter, unsure of gauge size and date of event; "I just wanted to let you know we had a needle stick with the new catheter. It was an education issue with a nurse that works weekends only. She forcibly pulled the needle out of the hub of the catheter without retracting it all the way and stuck her thumb after the IV was started. Just wanted to give you a heads up. I am continuing to educate staff. IV therapy team has also been helping with education. One of the therapists talked to this nurse and explained why this happened. An incident report was filled out and safety is involved"; it was reported that an IV was continued for the patient. The additional information was reported on 6/17/2016 from the clinical marketing manager: what I learned is that the nurse is working with employee health as far as prophylactic anti-virals due to her exposure because the needle was indeed contaminated. Knowing what I know about exposures, which is a good bit, I doubt there will be the need for this unless the patient was hiv positive. The patient she was exposed to was a 13 year old and it was a weekend nurse who did not have proper education on use of the product. The additional information was reported on 6/22/2016 from the clinical marketing manager: the safety cover was not activated. Per the IV nurse clinical specialist at the hospital, the nurse did not know how to activate the safety mechanism properly. The catheter itself was properly placed in the vessel, blood return was obtained in the catheter body. Instead of pulling back on the proper location of the cover for the needle, she apparently grasped the clear grips attached to the catheter hub and pulled here. Because of this, the needle was not fully retracted when it "released" from the catheter hub.